Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a channel c failure was confirmed during product evaluation. The root cause was assigned to corrosion on pump head module c printed circuit board near the air in line printed circuit board area. In order to correct this condition, pump head module c was replaced. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Event description:
The facility reported a colleague infusion pump with a channel c failure. It is unknown when this event occurred; however, this pump was found in one of the hospital's utility rooms. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.